Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-bmh-hs device [(B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were no repair history records since the device was shipped. B) nakanishi attached a test attachment to the returned device, connected the device with the attachment to a company-owned control unit, and activated the device to observe whether or not there was an abnormality. No abnormality was observed during the evaluation. Nakanishi then bent the motor cord and pulled the connector by hand during activation. The reported phenomenon was not reproduced. C) nakanishi then carried out an evaluation using a different approach as follows. C.1) the returned device was pre-washed at 25 degree c or lower for 3 minutes, washed at 40-60 degree c for 5 minutes, rinsed at 10 degree c or lower for 1 minute and disinfected at 93 degree c for 5 minutes prior to the evaluation. C.2) immediately after the wash and disinfection, nakanishi connected the device to the control unit and activated the device to see whether or not there would be any malfunction. C. 3) next, the device was sterilized at 135 degree c for 3 minutes prior to the evaluation. C. 4) immediately after the sterilization, nakanishi connected the device to the control unit and activated the device to see whether or not there would be any malfunction. C.5) nakanishi repeated the cycle of c.1), c.2), c.3), and c.4) 10 times. There was no abnormality observed during the evaluation. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the device and performed a visual inspection of the internal parts. Nakanishi observed the following: - the motor assy exterior of the device was corroded. - the p. C. Board was also corroded due to water ingress. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the reported unintentional activation of the returned device, but based on the findings in the visual inspection, as well as many years of experience, nakanishi identified the cause of the malfunction was a short circuit of the p. C. Board as a result of corrosion inside the motor due to water ingress into the internal parts. B) erroneous maintenance by the user caused a short circuit of the p.c. Board, which contributed to the reported malfunction. C) in order to prevent a recurrence of the handswitch malfunction, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the doctor and directed the doctor to wash the device by the cleaning method as instructed in the operation manual.

Manufacturer narrative:
The hospital refused to provide information about the patient's weight.

Event description:
On (B)(6) 2023, nakanishi received a phone call from a distributor about a malfunction of an nsk surgical device. The details nakanishi obtained are as follows. - the event occurred on (B)(6) 2023. - the doctor was performing a surgical procedure using the p200-bmh-hs device (serial no. (B)(6). - during the procedure, the device suddenly activated while the handswitch was in the off position. - the following day, another doctor observed the similar symptoms of the device. - there was no affect to the patient. - according to the doctor, the similar event was observed in the past.